Event description:
It was reported that the bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle had a large blue foreign matter on top of plunger. The following information was provided by the initial reporter: identified one large blue particle when using 10 ml bd syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-jan-2023. H6: investigation summary : our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that there was a blue particle in the syringe. The blue foreign matter was sent for ftir test to determine the foreign matter type along with a piece of sample taken from the barrel conveyor. The samples were likely to be polyurethane material. The foreign matter matched the piece of barrel conveyor given together for ftir analysis for comparison. Probable root cause could be broken barrel pieces from barrel conveyor was transferred into the syringe due to the wear and tear of the old barrel conveyor. Actions have been taken to correct this failure in our manufacturing process. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle had a large blue foreign matter on top of plunger. The following information was provided by the initial reporter: identified one large blue particle when using 10 ml bd syringe.